Event description:
Reporter indicated high lead impedance readings were obtained during a vns end of service generator replacement surgery. The pt underwent a lead and generator replacement. The pt had suffered no known trauma. No adverse events were reported as a result of the high lead impedance event. Analysis of the lead identified breaks of both positive and negative quadfilar coils, in the electrode section of lead. The electrode array was not returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.